Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) main printed circuit board is out of electrical specification. Battery contacts are compressed. Battery drawer is contaminated and broken. Battery release is contaminated. Upper and lower cases, ring cover, and one side bail cover are broken. One side bail cover, side bail, and ring bail are missing. Lead flex cover is corroded. Keyboard is scratched.